Event description:
It was reported that during a hip procedure using an ambient hipvac 50 ifs wand, the tip of the wand allegedly fell apart while inside the surgical site, resulting in a 45 minute surgical delay. It is uncertain whether all the debris was retrieved; however, no further pt complications have been reported as a result of this event.